Event description:
It was reported to medtronic minimed that the customer experienced the transmitter battery was depleted and the red led light on the charger. The customer reported blood glucose value of 539 mg/dl. The customer reported hyperglycemia, hyperglycemia, and nausea treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion), but no treatment. The event involved product(s) mmt-431aj, mmt-1884, mmt-7715, mmt-7841zn, mmt-342g. Troubleshooting was performed. The transmitter was fully charged before it was connected to the sensor. The customer called with questions or concerns about charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. The charger led light blinks red every 2 seconds after the battery was replaced. The charger led light may not be working properly. No further patient complications were reported. The customer would continue to use of the devices, no product return is required for mmt-431aj. No product return is required for mmt-1884. The product return status for mmt-7715 is unknown. No product return is required for mmt-7841zn. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.